Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k042037. D10 ¿ unknown biolox ceramic head 32-3, lot unknown. G2 ¿ foreign ¿ australia . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to pain. The shell was revised. Attempts have been made and no further information has been provided.